Event description:
St. Jude medical was contacted by the physician on 09/30/98 who relayed the following: on 09/29/98, the patient tele- phoned the physician's office to report that he was not feeling well. During this telephone conversation, the patient became unresponsive. The paramedics were called. When the paramedics arrived the patient was reportedly in ventricular fibrillation and was externally defibrillated six times. The patient was transported to the hospital. The patient became comatose, neurologically unresponsive and placed on a ventilator. The patient was admitted to the hospital and the device was turned off. Further information received by the st. Jude medical field clinical engineer on 09/30/98 reported that she had viewed the x-rays that had been taken of the device which appeared to show a fracture of the defibrillation lead in the area of the proximal defibrillation coil at the subclavian and an indentation on the pace/sense lead at the same point. Since admission to the hospital, the device has been manipulated in the pocket, an act which produces noise on the egm. On 10/09/1998, the physician's office informed st. Jude medical that the patient had died on 10/05/1998.